Event description:
It was reported that this right ventricular (rv) lead recorded an automatic lead safety switch (lss) from bipolar to unipolar pacing due to high out of range pacing impedance. Technical services (ts) reviewed the data and noted a gradual increase in rv impedance beginning several months earlier. Additionally, myopotential noise was observed on stored non-sustained ventricular tachycardia (nsvt) episodes. In-clinic evaluation of the lead was recommended. No adverse patient effects were reported. This rv lead remains in service.